Event description:
It was reported that the atrial lead dislodged and was unable to be reattached. The atrial lead was explanted and replaced. The set screw on existing pacemaker would not tighten on new lead. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. There was a loose set screw. (B)(4) no anomalies were found. However blood was present on the helix and sleevehead. The full lead was returned for analysis.